Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose level was 232 mg/dl. Customer reported that the infusion set had bent cannula. Customer reported that the insulin pump was exited at the time of quick review. The insulin pump will not be returned for analysis.